Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause could not be determined. It was reported that the issue had not been resolved and the provider would be sending a CT at the patient's convenience.

Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for filed back surgery syndrome and spinal pain. It was reported that the patient fell a couple/several months prior to the report and needed to have the lead replaced. The patient said they had follow-up with the rep on (B)(6). The rep reported that the patient fell down multiple steps and the stimulation migrated to their side. The rep said that impedances were in normal range upon evaluation and during the reprogramming session they were only able to get stimulation to the patient's sides. The patient was sent for a CT to check lead placement. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.